Event description:
The coil (subject device) was returned for analysis and the device investigation revealed that the coil (subject device) was fractured during use. The procedure was completed successfully. No clinical consequences were reported to the patient due to this event.

Manufacturer narrative:
Due to the automated manufacturing execution system (mes) system there are controls in the manufacturing process to ensure the product met specifications upon release. The device was returned, and the lot number was confirmed with the packaging returned with the device. During visual inspection, the main coil was returned partially deployed from the microcatheter. The microcatheter was cut to remove the main coil (no damages noted to the microcatheter). The main coil was seen to be fractured. The main coil was seen to be extremely stretched and the suture damaged. The coil delivery wire and introducer sheath were not returned. Functional testing was not completed due to device condition. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported complaint was confirmed based on analysis. The device failed to meet specifications when received for complaint investigation based on the analyzed anomalies noted to the device. Additional information provided by the customer is the device was prepared for use as per the dfu. There was no damage noted to the packaging prior to opening the packaging. The device was confirmed to be in good condition during preparation/ prior to use on the patient. Continuous flush was not set up and maintained throughout the clinical procedure. The detachment zone of the coil elongated during positioning. During analysis, the main coil was returned partially deployed from the microcatheter and extremely stretched. The microcatheter was noted to have no anomalies. The microcatheter was cut to remove the main coil. The main coil was then noted to be broken/fractured, extremely stretched and the suture damaged. The coil delivery wire was not returned, neither was the introducer sheath. It is probable on removal of the delivery wire the main coil fractured. An assignable cause of procedural factors will be assigned to the as reported event of main coil stretched as this defect appears to be associated with a product that met stryker design and manufacturing specifications and was used in accordance with the dfu, but performance was limited due to procedural factors during use. An assignable cause of procedural factors will be assigned to the as analyzed events of main coil broken/fractured during use, main coil stretched and main coil suture damage as these defects appears to be associated with a product that met stryker design and manufacturing specifications and was used in accordance with the dfu, but performance was limited due to procedural factors during use.